Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on december 19, 2008 that a radial jaw 4 biopsy forceps with needle was being prepared for a procedure. According to the complainant, the jaws broke after two successful passes through scope. During the third pass it was impossible to withdraw the device out of scope. When the device was finally pulled through the scope, a hole was noted in the scope and jaws would not open.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.